Event description:
It was stated that the customer was treated by a healthcare professional due to high blood glucose levels. Prior to the event, the insulin pump alarmed no delivery several times. Troubleshooting was performed, and the insulin pump passed the prime test. The customer's blood glucose reading was still 420 mg/dl, and the nurse planned on giving the customer another manual injection. The customer felt that the insulin pump was not functioning properly, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.